Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by connecting the set to a solution bag and primary set and priming the setup. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime an unknown solution during the use of a one link extension set. This occurred on a patient during a gravity infusion. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.